Event description:
It was reported that the user experienced cgm signal loss to the ilet following a pump restart, consistent with intermittent communication failure related to the device¿s wireless components, including the antenna and electrical/magnetic elements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, aligning with an intermittent communication failure involving the antenna/electromagnetic components that resolved once the system re-established connection. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.